Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/14/2014 for investigation. Visual inspection results: visual inspection was performed and no damages were noted. Functional inspection results: functional testing was performed and the reported issue of user advisory (ua) 41 fault (patient temperature sensor failure) could not be reproduced. The platform was run for 20 minutes with a test manikin and an additional 15 minutes with a large resuscitation test fixture (lrtf) with no faults found. Archive review results: a review of the archive was performed and the reported complaint of the platform displaying a user advisory 41 fault was confirmed. Numerous ua 41 faults were observed in the archive on the reported event date of (B)(6) 2014. The archive also shows that a very large object was used on the platform during compressions at the time these faults occurred. Potential causes for a ua 41 include a failed patient temperature sensor and/or power distribution board (pdb). Neither of these components were found to have failed, however both were replaced as a precaution in order to prevent this fault from recurring. Battery management assessment: it is known that a user advisory 41 is unrelated to battery function, therefore, an assessment of user battery management was not performed to address this complaint investigation. Parts replaced: based on the investigation, the parts identified for replacement are the temperature sensor and the power distribution board. Conclusion: in summary, the reported complaint of a ua 41 fault occurring was confirmed based on the archive review. The temperature sensor and power distribution board were both replaced as a precaution in order to prevent the fault from recurring.

Event description:
It was reported that during training with a mannequin, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message that would not clear. No patient involvement was reported. No further information was provided.